Event description:
The healthcare provider reported that the electrode array might have been damaged due to ossification encountered during surgery. Damage to the electrode array reportedly was confirmed on an x-ray taken the day after surgery. The device was explanted in 2005 and a new device was reimplanted the same day.